Manufacturer narrative:
The reported field event of ra setscrew issue was confirmed in the laboratory. Septum material was found in ra setscrew inset which prevented the torque wrench from being fully engaged into setscrew inset and caused stripping, this is consistent with user error during explant procedure. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during device implant procedure, an attempt to loosen set screw was unsuccessful. The silicone seal was removed, and a new wrench was used. R-waves amplitude was diminishing after the lead was connected to the device. The device was replaced, and the lead was repositioned. The patient was stable.